Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2019 wherein the migrated lead was explanted and replaced with a new lead. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The sn for the right lead is unknown. Hence, both the leads are being reported. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12171. It was reported that the patient experienced no stimulation from the right lead (unknown what serial number). Reprogramming was unable to resolve the issue. X-rays confirmed that the right lead migrated down outside the epidural space. As such, surgical intervention may take place at a later date to address the issue.